Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during initial drain. The patient was connected at the time of the alarm. The patient line had not been properly primed and a patient extension was in use. The technical service representative (tsr) explained the alarm and asked the home patient (hp) and caregiver (cg) to call global technical services (gts) the next time they want to connect a patient line extension or to reprime the patient line. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. An incomplete prime is a known cause of a system error 2240 alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.